Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H.6. Investigation summary: "material #: 368835, lot/batch #: 3296790. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub-holder separation was observed. The failure mode of sleeve leakage was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the issues of hub-holder separation and sleeve leakage were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. This complaint could not be confirmed for sleeve leakage. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the tube holder separated from the device and blood leaked from the non-patient cannula on to the patient and health care worker. No impact or medical intervention for the patient or the worker. The heathcare worker had on ppe.